Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh. The reported event was on a cadaver. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device produced an incomplete mesh. This mesher provided less than 75% meshing on the graft and was tagged out of service. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the device was evaluated with no components replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the cutter was sent along with skin graft mesher serial number 06500 and the device was evaluated with collars and gears were replaced. This is not a related issue. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration did not meet calibration specifications. The gear was worn and the bushings also needed replaced. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the gears and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the both cutters failed to produce a passing sample mesh. However, it was also noted that the device calibration was out of specifications and gear was worn. The root cause of the reported event was due to the defective cutters which failed to produce a passing sample mesh . The issue was resolved with the replacement of the gears and bearings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Concomitant medical products: pn 00770301500/ ln 63592357/ sn (B)(4). Pn 00770302000/ ln 63138576/ sn (B)(4).